Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had air bubbles in the reservoir and blood on the tubing. The blood glucose level at the time of the incident was 257 mg/dl. During troubleshooting, the customer indicated that insulin was stored at room temperature. The customer was assisted with changing the infusion set and reservoir and priming the air bubbles out. The product will be returned for analysis.